Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13134. Both leads are being reported, since it is unknown which lead is related to this event. A sjm representative was attempting to reprogram the patient's scs system and the results indicated the lead may have flipped over. X-rays confirmed that the lead had flipped. Surgical intervention for lead replacement is pending.